Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the pumps stopped working. The patient was scheduled for a cartridge change that morning and it was noticed that about 1 ml of the medication was still there. The patient's guardian is unsure when it stopped. According to the guardian, there were no changes in breathing, or any adverse events due to the product issue. The product fault occurred while in use by the patient. The patient had a backup device to switch to. The patient was not able to successfully continue their infusion as they are pending restart orders from the physician due to not knowing when the end date of infusion was. The infusion is life-sustaining.

Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history could not be performed as no serial number was provided. No photographic evidence was provided to aid in investigation. Unable to confirm complaint due to the device not being returned. Based on the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.